Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker exhibited fault code 1010. Therapy history corruption was detected and previously stored therapy data was deleted. The device also displayed battery longevity at eleven years despite the last remaining known proper longevity estimate being two years. The pacemaker system was later explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited fault code 1010. Therapy history corruption was detected and previously stored therapy data was deleted. The device also displayed battery longevity at eleven years despite the last remaining known proper longevity estimate being two years. The pacemaker system was later explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.